Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button contacts were intermittent. The root cause of the intermittent contacts cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.